Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the clip itself prematurely deployed before it could be used. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: the complainant reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".